Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump was alarming "no disposable, clamp tubing" while in use with the cassette in run mode at reservoir volume of 60ml, a rate of 78ml/24hrs. Switching to a backup pump resulting in the same alarm. The patient started having diarrhea on (B)(6) 2021. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.